Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that a trial patient was not feeling stimulation while it was on. It was also indicated that when she tried to increase stimulation it was to strong and caused pain. It was later reported on 2015-(B)(6) that patient had stage 1 on (B)(6) 2015. The patient experienced urinary retention and the program was changed. She then accidentally cut the temporary wire. Lead revision was performed on (B)(6) 2015 .the patient did not see 50% improvement in symptoms. The lead and temporary wire were removed on (B)(6) 2015. Reprogramming was done during her trial period without improvement in her urge incontinence. There was no malfunction determined. It was noted that patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.